Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22059206, d4: medical device expiration date: 17may2025, h4: device manufacture date: 17may2022. D4: medical device lot #: 22059209, d4: medical device expiration date: 17may2025, h4: device manufacture date: 17may2022. D4: medical device lot #: 22059210, d4: medical device expiration date: 17may2025, h4: device manufacture date: 17may2022. D4: medical device lot #: 22059211 , d4: medical device expiration date: 18may2025, h4: device manufacture date: 18may2022. A complaint of tubing breaking apart at the hub was received from the customer. One sample of 2420-0007 and an extension set were returned for investigation. Through visual inspection, the customer complaint was confirmed. The set had separated from the last y-site. The roller clamp had fallen off the tubing. The tubing seemed cut or sliced. No other damages or defects were observed on the sample. Possible lots were determined using the smartsite ids. The device history review was performed with these potential lots. A device history record review for model 2426-0007 lot number 22059206 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059209 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059210 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 17may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059211 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 18may2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The cut area was tested by the manufacturing plant to see if bending the tubing up and to the side would recreate the failure but the cut was not similar as the one seen on this tubing. The root cause could not be determined because the defect could not be replicated. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced tubing separation from the hub. The following information was provided by the initial reporter: IV tubing broke apart at the hub while connected to PICC line. Compromised sterility of line by breaching the closed system.

Manufacturer narrative:
Device expiration date: unknown. Initial reporter name and address: the customer's address is unknown: (B)(6) USA has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set experienced tubing separation from the hub. The following information was provided by the initial reporter: IV tubing broke apart at the hub while connected to PICC line. Compromised sterility of line by breaching the closed system.